Event description:
It was reported that a malfunction occurred with the pump, specifically citing malf 16-0x20e61. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump and instructed the caller to use multiple daily injections (mdi) as a backup therapy. The caller was guided on returning the faulty pump and agreed to send it back within 10 days using the provided pre-paid label.